Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of approximately 400 mg/dl with large ketones. Reportedly, the cause for the issue was due to a cartridge alarm. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.